Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as the surgeon took silicone oil out of the patient's left eye (os) during an implantation of an aab00 17.0 diopter lens, it was noticed that the patient's capsule was weak and the lens fell down into the posterior chamber. There was an incision enlargement and vitrectomy performed, including sutures being used. The replacement lens was a non-johnson and johnson lens. There was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/14/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was received in a glass sample container and kept in a clear resealable plastic bag. The sample was received in a one piece condition inside the sample container. The product was inspected using 12x magnification and shows scratches on the posterior and anterior surfaces of the optic. How and when the scratches occurred could not be determined. No abnormality were found on the haptics. Complaint event cannot be confirmed; however, how and when the scratches were introduced could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.